Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported that the patient began urinating blood and was readmitted for hemolysis. The patient had a high ldh and was being worked up for potential thrombus. The patient's pump was exchanged on (B)(6) 2013 due to thrombus. An echo was performed and showed that the left ventricle was not unloading.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.